Event description:
Information was received from the consumer regarding a patient regarding a patient receiving therapy via an implantable infusion pump. It was reported that it was taking forever for the communicator to connect to the pump. The caller stated that it was taking about 10 times and they were seeing no pump found before it would connect. The issue was reportedly occurring for a month and had been getting worse. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial#(B)(6), product type accessory; product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.